Event description:
It was reported a dye study was performed and that ¿looked fine.¿ it was unknown why there were doing a dye study. It was further reported drug squirted out of the needle; however when they inserted the needle the syringe was not attached. It was also reported they were expecting about 30ccs and got back only 20ccs. The manufacturer representative (rep) was going to make sure they got the entire drug out of the pump and then fill it again and call back if needed. It was further reported the healthcare provider (hcp) removed drug from the catheter and the pump and he refilled the pump without issue. He had thought maybe more drug had squirted out of the needle than he originally thought. The patient was reported to be doing well. The pump was being used to deliver intrathecal baclofen therapy. It was unknown if the patient experienced any symptoms regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# hg07ea408, implanted: (B)(6) 2014, product type catheter. (B)(4).